Event description:
The manufacturer received information alleging malfunction occurred on a remstar plus c-flex. There was no harm or injury reported. The remstar plus c-flex was returned to the third party service center for evaluation. During the evaluation, visible foam degradation was noted. In addition, there was no evidence of contamination from insect infestation and displayed error codes e07 (err_software), e053 (err_comp_log_sem_timeout) and e066 (err_stuck_encoder_b). This event is reportable under FDA 21 cfr part 803 as it meets the criteria for a serious injury and/or product malfunction.